Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a counterfeit top case. Event log history was performed and indicated that force sensor test error was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the force sensor cable was damaged by the customer's incorrect disassembly or reassembly of the pump, and was the cause of the reported issue. Service replaced the force sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during use of a smiths medical medfusion pump, it was noted that the pump exhibited multiple sensor failures. No patient consequences were reported. No adverse effects were reported.